Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump had an insulin pump error alarm. Customer also experienced a high blood glucose and the value was 400 mg/dl. Customer's mother stated that the insulin pump had an insulin flow blocked alarm during bolus and during the night. Customer's mother stated that the insulin flow blocked alarm continued to occur after the infusion set was changed. A self-test was performed and failed due to the insulin pump alerting twice of pump error alarm. Customer's mother was advised to immediately take customer to the hospital. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.